Event description:
The sales rep reported the motor and attachment ran for 5-6 minutes outside the magnetic field with no problems. Motor ran for about one minute inside the MRI suite, and the rep burned fingers. Hospital discovered it was running hot during a preoperative test; another motor used for the case.